Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated with a programmer after multiple attempts. The health care professional (hcp) had the local field representative contacted to come interrogate the device. Additional information was requested, however, no additional information is available at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated with a programmer after multiple attempts. The health care professional (hcp) had the local field representative contacted to come interrogate the device. Additional information was requested, however, no additional information is available at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that the cause of the interrogation difficulty was noted to be due to the device was at end of life (eol). Device replacement has not yet been scheduled.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated with a programmer after multiple attempts. The health care professional (hcp) had the local field representative contacted to come interrogate the device. Additional information was requested, however, no additional information is available at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that the cause of the interrogation difficulty was noted to be due to the device was at end of life (eol). Device replacement has not yet been scheduled. It was reported that the device was explanted and replaced for reported normal battery depletion. No adverse patient effects were reported. The product has been received for analysis.